Event description:
It was reported that a homeostatic agent was observed at the gastrointestinal videoscope's suction tube. This was found during preparation for use; there was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.